Event description:
Reportedly, after about 10 coagulating, regrasp alarm occurred 10 times in a row. The generator was replaced, but the same problem occurred. The knife blade was not activated, but bleeding occurred due to inadequate sealing. The procedure was converted to an open procedure. Procedure: ladg-lap assisted distal gastrectomy.